Manufacturer narrative:
This is an initial report. Product has been requested for investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving an adc meter reading of 70 mg/dl that they state was "lower" than they felt, yet he experienced symptoms of sweatiness, shakiness, thirst, "not making sense" and being "close to having lost consciousness. Paramedics were called and received a meter reading of 43 mg/dl. It is unk what meter was used to obtain the second reading. The customer stated he was "injected with glucose" by paramedics and transferred to a local hospital. He was diagnosed with hypoglycemia, treated by a doctor and "injected" with glucose "three (more) times". He was also given an IV (solution unk) and admitted for 24 hour observation. There was no report of death or permanent impairment associated with this case.